Event description:
The pt received his ipg on (B) (6) 2009. It was reported that the pt later had hand surgery, after which the programmer and charging system would not locate his ipg anymore. The pt's system worked fine before the pt had hand surgery. Attempts at communication using 3 different programmers and 3 different charging systems were unsuccessful. The pt does not recall having an MRI. The physician explanted and replaced the ipg on (B) (6) 2009. Follow up with the pt found he is doing fine.

Manufacturer narrative:
"Malfunction" is interpreted as a compromise of the device's therapeutic effectiveness (loss of pain relief) which contributed to significant device adverse event resulting in a surgical procedure to remove the device. Evaluation results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.